Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient stated the ins wasn't functioning. The rep reported that the patient would be assessed in the clinic for evaluation of the ins. The rep reported that the issue wasn't resolved at the time of the report. The rep reported that they were to meet with the patient on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep stating that this patient has not been scheduled for evaluation by the clinic and they no further information at this time. No other complications were reported.